Manufacturer narrative:
Batch review performed on 17 july 2018. Lot 175687: (B)(4) items manufactured and released on 12 december 2017. Expiration date: 2022-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 01.25.013 (k072857) cocr ball head 12/14 ø 28 size l +3.5. Lot 174668: (B)(4) items manufactured and released on 15 november 2017. Expiration date: 2022-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after primary. The pathogen confirmed as enterococcus faecalis. The surgeon washed out the hip and revised the bipolar head and cocr head. The surgery was completed successfully.